Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increased charge time (CT) of 23.3 seconds. A manual capacitor reformation was performed and revealed the same CT. A boston scientific technical services (ts) consultant explained the mid life charge time extension for this device. Premature battery depletion was alleged. There were no adverse patient effects noted. Additional information was provided that the device was explanted, successfully replaced, and returned to boston scientific for analysis.